Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt225 intraocular lens (iol) was explanted from a female patient's left eye, as the patient's vision was not as clear as the physician had intended. No further information was available.

Manufacturer narrative:
Additional information was provided as a result of follow up with the surgery center. It was confirmed that for this patient, there was no incision enlargement, no vitrectomy and patient is well now. Last follow-up was (B)(6) 2016. Device available for evaluation ¿ yes, returned to manufacturer on 01/17/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Device inspection was performed using a 12x magnification and the lens was cut in half. Considering the condition of the lens additional analysis is not possible. The device issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.